Event description:
While treating a pt in cardiac arrest. Paramedic went to charge the monitor by processing the "charge" button. He reports that he did not immediately see the bar that increases through the joules as the zoll charges and also did not hear the audible tone indicating the monitor was charging. He attempted to charge again and was not successful.